Manufacturer narrative:
The reported symptom, downstream out of range, was inadvertently misinterpreted by the evaluator. The device is no longer in its received condition and the opportunity to evaluate for the reported symptom is lost. The device will pass all testing prior to return to the customer. The device history record review did not identify any issues during manufacturing of the device that may be related to the current complaint. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream out range. There was no known patient injury or medical intervention associated with this event. No additional information is available.